Event description:
Information was received indicating that a smiths medical pump was alarming occlusion. Blood was noted in the tubing. The patient changed her site and her abdomen is distended. The patient transitioned from uptravi to remodulin 2.5mg/ml, dose and route: remodulin dose - 21ng/kg/min - subcut, frequency: continuous.